Event description:
It was reported that during implant a set screw malfunction was noted on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
Analysis for this product is unable to be completed as the product is unable to be located. If the product located in the future, the analysis for the device will be completed.